Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 238 mg/dl. The second control test result was 112 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips will not be returned for eval.